Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1999, and faslata allograft was implanted; on (B)(4) 2003, mesh was implanted; and on (B)(6) 2008, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/20/2014. It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 due to recurrent sui and isd.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, urinary problems, organ perforation, recurrence and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2008 due to eroded mesh. It was reported that patient underwent mesh revision on (B)(6) 2010 due to removal of foreign body from bladder. It was reported that patient underwent mesh revision on (B)(6) 2012 due to excision of stitch. (B)(4).